Event description:
It was reported that the lead dislodged during the patient's bypass surgery. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed), there was apparent explant damage and there was blood in/ on the helix mechanism. The outer insulation was melted and there was a cosmetic environmental stress crack.